Manufacturer narrative:
This remediation MDR was generated under protocol b10010579, as a result of warning letter cms#(B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20291]. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that the device would not run. The delivery rate is inaccurate. No patient injury was reported.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The reported issue could not be confirmed as no product sample was received for evaluation. It was relayed that distributor would conduct an investigation. However, no additional information or findings have been received. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H10: no product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.